Event description:
The user facility reported that during a patient procedure the table tilted to the right when the "level" button was pressed on the hand control. The procedure was completed successfully. No injury was reported to patient or hospital staff.

Manufacturer narrative:
On (B)(4) 2010 steris corporation issued a voluntary field correction report #1043572-8/12/10-008-c for cmax surgical tables. Steris has learned that certain cmax surgical tables may lose calibration if the table is operated only on battery power and if the table is in a low battery charge condition. This could result in the table moving into an unexpected tilt position when the "level" button is depressed on the hand control keypad. Steris has received no reports of injuries associated with this condition. A low battery charge condition exists when no bars on the table led display are illuminated. Loss of calibration will not occur if a table is connected to ac power. As described in the cmax surgical table operator manual, the table should be connected to ac power as often and as long as possible; connecting the table to ac power as soon as the low battery condition occurs will prevent possible loss of calibration. The field correction will update the software in all cmax surgical tables that may lose calibration when used in a low battery charge condition while on battery power. Customers were also instructed to follow the directions in the operator manual to keep table(s) connected to ac power as often and as long as possible.